Event description:
It was reported that the ra lead was implanted in auricula dextra under x rays, the helix came out after rotated over 30 turns, and the parameters were not good. A new lead was implanted and the parameters were tested satisfactory.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead was performed and found no anomalies. The helix difficulty allegation was confirmed based on the field report. Dried blood/body fluid in the helix housing prevented direct test of the helix mechanism. This is a known inherent risk of this device. -

Event description:
It was reported that during the procedure, this right atrial (ra) lead was placed in the right atrial appendage (auricula dextra) under x-ray guidance. After over 30 rotations, the helix extended; however, the parameters were suboptimal. A new lead was then implanted, and the parameters were satisfactory upon testing. This lead was received for analysis.